Event description:
Or nurse present reported seeing a flame at least 3/4 inch shoot out of the pt's incision. They tried changing to a valley lab or other MFR's blade and the problem continued until they switched to a valley lab pencil. There was no pt injury.